Event description:
It was reported to vyaire medical that they could not get the ltv 1200 ventilator to vent. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer changed the settings back and forth and was able to get the unit to vent. The biomed had the unit running for a couple of days and they could not duplicate the error. The events log were checked and no errors could be seen. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.